Event description:
International affiliate reports the pt was admitted to the hospital in 2004 to assess the implanted valve. Flow studies were performed and all appeared well. Neurosurgeon was unable to change the valve pressure. The pt was brought to the o.r. And although the distal and ventricular catheters were patent, csf flow was found to be sluggish. The valve was explanted and replaced.